Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that he could not get the screw through the distal hole and the event was observed during surgery. As per the customer, surgery was finished by manual way of targeting. According to customer the surgery was delayed due to this fact. Thirty (30) minutes delay.

Manufacturer narrative:
The evaluation revealed the target device to be the primary product. Appearance of item and inspection records identified the target device returned being of new design version which already was manufactured from peek material. Deviations in the inspection documents were not found. A check of the function on 100% of the device (sub-supplier) and additional in-house spot check of the lot number in question revealed function were given in full on the device at the stage of delivery. As the device had been in use for approx. 8 years (manufacturing dates: 2009) we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The target device was marked with several hammer striking blows on the upper carbon surface and metal nail adapter, furthermore the printings turned to fawn due to multiple sterilization cycles. The reported misdrilling was reproducible: the functional inspection revealed that the round distal nail hole of a sample 200 nail was minimal contacted by the sample drill, caused by a material deformation due to the hammer blows. The misdrilling is attributed to the user; deviation from the instructions (IFU, operative technique). Regarding misdrilling the operative technique has already been modified by engineering change. The IFU addresses further that hitting target devices is not allowed other than those with an integrated strike plate. Additionally the cleaning, sterilization and maintenance guide includes examples of damaged target devices that shall be replaced. Since 2013 a new target device (cat# 13200111) is available with a threaded slot for a strike plate. Hammering for nail insertion and/or correction is possible with assembled strike plate and/or universal rod. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Customer reported that he could not get the screw through the distal hole and the event was observed during surgery. As per the customer, surgery was finished by manual way of targeting. According to customer the surgery was delayed due to this fact. 30 minutes delay. Only distal matters observed no proximal miss drilling reported.